Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they have been having battery issues with their insulin pump. The customer disconnected from the insulin pump and began to use another insulin pump along with manual daily injections. The customer also reported that they were hospitalized on (B)(6) 2016 due to acute bronchitis. The customer's blood glucose level at time of admission was 495 mg/dl. The customer had symptoms of high blood glucose, felt ill, had a bad cough, and had difficulty breathing. The customer was treated for their high blood glucose and was given a breathing treatment. The customer did not remember the battery issues he had with the old insulin pump. They reviewed the alarm history and cleared the alarms on the old insulin pump. The customer was also assisted with setting up the old insulin pump for use. The device will not return for analysis.